Event description:
It was reported that during the inflatable penile prosthesis (ipp) replacement surgery, some kind of suspicious material was found in the scrotum. The decision was made to explant the system, washout the infected area and abort the implant procedure. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Based on this investigation a probable cause for the event could not be established; therefore, the conclusion code of known inherent risk of device has been chosen. Risk review and labeling review identified that the adverse event of infection is a known risk of the device. The cause of the infection was not established by physician, although infection is included in the labeling documentation as an adverse event of the implant surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that during the inflatable penile prosthesis (ipp) replacement surgery, some kind of suspicious material was found in the scrotum. The decision was made to explant the system, washout the infected area and abort the implant procedure. There were no additional patient complications reported.